Manufacturer narrative:
Investigation report: the production documents prove that the instruments were manufactured in accordance with the given production specifications and that no material defect or defect in mfg caused the problem. The instrument were inspected visually, and we noticed that the tip of the sliding part of the shank is bent. Conclusion: this bending was caused by applying too much force (lever action) while moving forward during usage. It is also within the realm of possibility that any kind of too hard material was tried to cut or jammed with the jaw (bone screw, bone plate, wire, another instrument, etc.). This is a clear sign of misuse or abuse and would not have happened under normal use. Since this evaluation indicates no defect of material, no defect in design or any defect in mfg, we feel that no corrective measure is to be taken on our part. The user of the instruments should be informed that during usage (jaw closed) no rotating or levering action should take place, since the instrument could become damaged due to the leverage effect. (See scanned pages.)